Manufacturer narrative:
The complaint device is not being returned. However, a picture of the expressew iii gun's jaw was provided. Visual inspection of the provided photo revealed the jaw-to-shaft pin is either protruding from its space or totally missing, confirming this complaint. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in shearing of the pin. This failure can be attributed to user technique. Other than this possibility, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed one similar complaint for this lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email that after reprocessing it was noted that the clamp is damaged. Cannot be used anymore, pictures added. The issue was found before use on patient not during the procedure. There was a 5 minute delay. The following additional information was received via email by mitek complaints on (B)(6) 2017: the issue was not found during a procedure but was detected after reprocessing. Unknown is the entire pin is missing from the jaw of the device or if displaced/broken. The device will be returned.